Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead product exhibited high capturing threshold and high pacing impedance values. The lead was capped and replaced on (B)(6) 2022. The patient was stable.